Manufacturer narrative:
The device was returned to the manufacturer for evaluation. An investigation of the device inspection records was conducted by the manufacturer. There were no deviations or non-conformances during the inspection process. A visual inspection found no visible. Physical damage. Functional testing found the lamp ignition was intermittent, there was extended clicking during several attempts. The test lamp was installed and immediately ignited and functioned properly. The unit ran for an additional 15 minutes in standby mode and the lamp shut "off" as designed. No over heating occurred during testing. The complaint was confirmed for the report of the light source ¿makes a clicking sound¿ but unconfirmed for the "unit sometimes is overheating".

Event description:
N/a

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 2523190-2018-00106.

Event description:
It was reported that during multiple dates from july to august, the 00mlx mlx 300w xenon lightsource when the unit was turned on, it makes a clicking sound, and at times it will come on out of standby and sometimes it will not. It was reported that the unit was overheating. There was no flames or smoke. There was a 3-4 minutes delay in procedure due to product problem but no adverse reaction to the patient. The procedure was completed with a replacement lightsource.